Event description:
Overdelivery. Device was returned to the equipment coordinator with an unsig ed note that stated "infusing 120cc and the rate was set for 5cc/hr. Ran in 13hours." No tracking information was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, the device reportedly delivered as expected. There were no reports of any adverse pt events while the device was in clinical use.